Event description:
It was reported that the healthcare provider (hcp) noticed a significant amount of blood under the cap that covers the ¿header.¿ the implantable neurostimulator (ins) was explanted and replaced. It was difficult to say if the patient had 50% or greater symptom reduction as her disease was extremely advanced and she was non-communicative. The cause of the event was not determined, so it was unknown if it was device related. No reprogramming or troubleshooting was needed or performed. The reporter did not know any results of the blood in the header block.

Manufacturer narrative:
Concomitant products: product ID 748266, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3387-40, lot # j0217167v, implanted: (B)(6) 2002, product type lead; product ID 3387-40, lot # j0217167v, implanted: (B)(6) 2002, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Update to analysis of the implantable neurostimulator (ins). Connector block leakage testing was done to confirm that fluid under the connector cover does not cause a leakage path and affect device performance. The connector block leakage test was performed and it was confirmed that even with fluid under the connector cover, there were no leakage paths in the connector module.

Manufacturer narrative:
Analysis of the implantable neurostimulator (s/n nkm712608h) found no significant anomaly. The battery had normal end of life and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.